Event description:
It was reported that this implantable pacemaker exhibited low battery capacity resulting in remote monitoring being disabled. It was suspected that the device was exhibiting premature battery depletion. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in d6b (explant date).

Event description:
It was reported that this implantable pacemaker exhibited low battery capacity resulting in remote monitoring being disabled. It was suspected that the device was exhibiting premature battery depletion. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.